Event description:
It was reported that during a procedure involving one nc euphora coronary balloon inflation difficulties occurred during balloon inflation. The balloon inflated, but it did not hold pressure at 12 atm. A device leak occurred. The issue occurred on the first inflation. The device was being used to post-dilate a deployed stent. The lesion being treated was non-tortuous, non-calcified with 80% st enosis in the mid left anterior descending (lad) artery. The device was inspected prior to use with no issues. Negative prep/purging performed on the device prior to use with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The device was not moved or repositioned while inflated. The same inflation device was used successfully with other devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The device returned with balloon folds expanded there was no evidence of necking on the proximal balloon bond distal inflation lumen. The balloon passed negative prep. The balloon was inflated to 12 atm and maintained pressure. No other deformation evident to the remainder of the device. No other damage noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.